Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument in the reported problem area of the pipette assembly. Inspected all tip and plunger clamps, tested lld with splld test, tested summit with oas user software test. The instrument was inspected, tested without further problem, and returned to expected operation.